Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. The reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that prior to surgery, it was observed that the foot control device had an oil leak and a crack in the outer hose. According to the report, the device was used in a lumbar discectomy surgery after the alleged malfunctions were observed. There was no delay to the scheduled surgical procedure. A spare device was not available for use. The surgery was completed successfully with the actual device. There was patient involvement reported. However no injuries, medical intervention or prolonged hospitalization were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.